Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, multiple signs of wear along the lead body were noted. 24cm distal to the is-1 connector pin the lead body was found constricted and the outer conductor coil was deformed. In this region the insulation was damaged. Based o the characteristics of the damage it is reasonable to assume that the damage resulted from a tight suture. The analysis of the lead did not show any deviations which might have resulted in an increased pacing impedance. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 1 1/2 months it was reported that the lead was explanted due to a pacing impedance greater than 3000 ohms.